Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the stopper was a different color. The following information was provided by the initial reporter: one tube out of a whole tray came with yellow cap instead of clear cap - eliezer clinic the tube had a yellow cap , the clinic didn't save the tube.

Manufacturer narrative:
H.6 investigation summary: material #: 365301 lot/batch #: 2192190 bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.